Manufacturer narrative:
(B)(4)

Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. The residual gas analysis resulted in a nitrogen level above the limit. This device was explanted for medical reasons. The device passed the tests performed. However, this device had nitrogen that exceeded the limit. Based on an assessment of the residual gas analysis test data, it is determined that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed.

Manufacturer narrative:
The recipient reportedly experienced skin breakdown. The recipient was prescribed antibiotics. The recipient was hospitalized from (B)(6) 2016.

Manufacturer narrative:
(B)(4). The recipient's medical issues have been resolved. The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The residual gas analysis resulted in a nitrogen level above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.